Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) for supraventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: 4076 implantable pacing lead, (B)(6) 2010. (B)(4).